Event description:
It was reported in a journal article that 2 patients were revised after a hip replacement due to periprosthetic fracture. Diligence is completed and to date no additional information has been received.

Manufacturer narrative:
(B)(4). D10:unknown head item# unknown lot# unknown. Unknown cup item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. G2. Report source. Foreign: switzerland. Literature: anne lübbeke, christophe barea, matthieu zingg, nicolas lauper, didier hannouche, and guido garavaglia (2024) radiographic signs and hip pain 5 years after tha with a cemented stem predict future revision for aseptic loosening: a prospective cohort study. Acta orthopaedica (1-7) doi 10.2340/17453674.2023.26190. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed, and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.